Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "concern with the product" and rupture. Patient also reported "experiencing headaches for the past year or so, which had gotten worse in the past couple months"; this is not device related. Device has been explanted.